Event description:
It was reported that the spinal cord stimulation (scs) patient had redness at the implantable pulse generator (ipg) site. The onset date of the redness is unknown. Since the patient needed a magnetic resonance imaging (MRI) for an unrelated health issue, the patient underwent a revision procedure and the ipg and four lead extensions were explanted and replaced to be MRI compatible. The physician moved the ipg pocket site to a new location for patient comfort. The lead tails of the paddle lead were connected to the new ipg. One lead tail was slightly bent but was able to be placed in the header of the ipg successfully. The patient was doing well postoperatively. Additional information was received that the patients redness issue was resolved and the patient was on antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(6). Batch: 21150605. Product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(6). Batch: 21150605. Product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(6). Batch: 21150605. Product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(6). Batch: 21150605.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 21150605. Product family: scs-extension upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 21150605. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 21150605. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 21150605.

Event description:
It was reported that the spinal cord stimulation (scs) patient had redness at the implantable pulse generator (ipg) site. The onset date of the redness is unknown. Since the patient needed a magnetic resonance imaging (MRI) for an unrelated health issue, the patient underwent a revision procedure and the ipg and four lead extensions were explanted and replaced to be MRI compatible. The physician moved the ipg pocket site to a new location for patient comfort. The lead tails of the paddle lead were connected to the new ipg. One lead tail was slightly bent but was able to be placed in the header of the ipg successfully. The patient was doing well postoperatively.